Event description:
As reported, the procedure involved retrograde puncture from the right femoral artery using a non-cordis short sheath. After the procedure, 5f exoseal vascular closure device (vcd) was used for closure and hemostasis. While slowly withdrawing the device at an angle of approximately 50 degrees, after pulsatile blood flow in the blood return indicator stopped, the closure device was further slowly withdrawn by about 1 cm, but the indicator window did not change color. The operator continued to slowly withdraw it and repeatedly tried changing the angle, but the indicator window never changed color. Finally, the closure device was withdrawn and manual compression was used instead. A carotid angiography was performed for a patient. The operator had many years of experience using exoseal. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.